Manufacturer narrative:
The report from the field indicated that: a patient was undergoing a procedure to a somewhat tortuous mid circumflex artery. The stent was advanced, and the physician attempted direct stenting, but the 2.5x18mm cypher could not negotiate the tortuosity. The stent was pulled back just to the entrance--not into--of the guide catheter, then both the stent and guide were then pulled back into the sheath. Resistance was felt, and the stent was noted to have dislodged--it had gone into the right femoral artery. The physician stented the lesion with a taxus stent, and then had to access the opposite groin (the left groin) to snare the stent; the right groin had already been accessed for the index procedure. The patient recovered well. This product is available for evaluation and testing; however, it has not been received as of today. Additional information will be submitted within 30 days of receipt.

Event description:
Stent dislodgement.